Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a healthcare provider (hcp) and manufacturer representative regarding an implantable neurostimulator (ins). The indication for use included spinal pain. It was reported that immediately following implant the patient experienced pain in their left foot every 20 minutes. The pain occurred while stimulation was off. When stimulation was turned on, there was no change so it was turned back off. It was stated that there was nothing abnormal during the procedure. Anteroposterior and lateral x-rays were taken and were reportedly ok. An MRI was ordered, and the physician stated it was normal. The patient was admitted overnight for pain control. There was no change in the morning, and the physician planned to discharge the patient on oral steroids. The patient was seen again two weeks after implant. The pain had improved, but was still present. The physician started the patient on another dose of steroids. Stimulation was covering all areas needed, however it was not helping with the affected area as much.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they were in discomfort. It was reported that the spinal cord stimulation (scs) trial worked great and reduced their pain symptoms by 50%, but with the permanent implant they came out worse than they did before implant due to pain and problems with their legs and feet. The patient stated they are not sure if the doctor hit a nerve or something during implant but they are in so much pain. When asked if the pain was due to the implant procedure itself or the scs not helping their baseline pain, the patient responded that it was hard to tell. They stated they are still having their baseline back pain which scs therapy is not helping, and they also have new pain especially in their left foot and also somewhat in the right. It was reported that as soon as the patient came out of the operating room an MRI was performed, and the patient had an x-ray on their left foot the next day. Both scans did not show anything abnormal. After the MRI the patient was told by their health care provider that they needed another back surgery regardless of the scs implant, but the patient was going to ask for a second opinion. The patient also reported that they are having some difficulty standing and walking because their feet feel like needles and fire. It was reported that the patient's ankles swell, and their right ankle swells more than their left. The patient could feel the stimulation sensation, but it was not helping with their pain. They had tried turning stimulation off but they didn't notice a difference in symptoms. Other medical history reported mentioned that the patient had a protruding bulging disc that was pushing on their sacral nerve, which the patient had surgery on in 2011 prior to implant.